Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown k-wires (part# unknown, lot# unknown, quantity unknown. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary. Investigation flow: device interaction/functional. Visual inspection: the torque limiting handle 80in-lb (part # 299704320 / lot # gb107482) was received at us cq. Surface scratches were visible on the handle and coupling portion. No other visual defects to note. Functional test: the torque handle was functionally tested with the returned screwdrivers. The screw driver was clamped down and the torque handle was rotated to attempt to engage the torque mechanism. Through functional testing, the mechanism would not initiate thus the reported condition of jammed was confirmed. Since the torquing mechanism was jammed, the handle would not be able to properly release at the correct torque thus the over/under torque issue was also confirmed due to the jammed mechanism. Can the complaint be replicated with the returned device(s)? Yes. Dimensional inspection: dimensional inspection was not relevant as there was an internal failure and internal components were not accessible. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received torque limiting handle 80in-lb. Although no definitive root-cause can be determined its possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for torque limiting handle 80in-lb was conducted identifying that lot number gb107482 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 04-jan-2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient went for a surgery. During the surgery, when applying distraction and compression end of ais correction surgeon was experienced few issues with the implant system. The single innie inserter was stripped, inner innie of dual innie was stripped when final tightening force with torque limiting handle, outer innie inserter stripped when final tightening, and also, torque limiting handle jammed and not releasing at all. The surgeon had to replace those damaged double innies with new double innies. The surgery was completed with no patient harm with 10-15 minutes delay. This complaint involves nine (9) devices. This report is involved with one (1) torque limiting handle 80in-lb. This is report 1 of 9 for (B)(4).